Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level. Testing results: qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch fieldsconcomitant medical products and device evaluated by MFR have been updated.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs serial number (B)(4). This medwatch is for strip lot 27216421. Refer to the medwatch with patient identifier (B)(6) for strip lot 35349723. At 12:30 pm, the result using strip lot 27216421 was 6.0 inr. At 2 pm, the result from a laboratory was 4.6 inr. The reagent used was not known. At 4:30 pm, the result using strip lot 35349723 was 6.4 inr. There was no allegation of an adverse event. The therapeutic range was 3.5-4.5 inr. The customer had no hematocrit issues, was not on heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no warfarin dosage change, no medications change, no illness, no dietary changes, and no symptoms of high inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 272164) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.